Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m119341 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: m119341, test base part number 191-430/ lot: m119341. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119341 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasopharyngeal kitted swab. Repeat testing was not performed. On the same day as the false negative result, pcr confirmation testing using quest rt platform generated positive results (CT values not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to no or delayed treatment, the incident shall be considered reportable.